Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy cable connector assembly at the failure analysis center and found a pin stuck in the socket one. The connector was not able to detect a therapy cable/paddles connector to deliver defibrillation.

Event description:
It was reported that a pin from the therapy cable broke off inside the device therapy connector the device would not be able to deliver defibrillation therapy in the reported condition. There was no pt use associated with the event.